Manufacturer narrative:
(B)(4). G2: foreign ¿ spain customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that upon opening the taperloc stem packaging, the device had protruded through the sterile packaging. Subsequently, a second stem was opened and implanted to complete the procedure. Due diligence is in progress for this complaint; to date no additional information or product has been received.